Event description:
Images scanned at modality are showing up flipped in pacs. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete.